Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. Blood glucose reading went up to 444 mg/dl. Customer declined to troubleshoot for high blood glucose. Auto mode feature was not active at the time of incident. The customer stated that transmitter charger was broken. The insulin pump will not be returned for analysis.